Manufacturer narrative:
On site testing of the involved device by a spacelabs field service engineer confirmed that the device performed to specifications. The testing was witnessed by a facility staff member. The customer provided ECG strip data that was analyzed by a spacelabs lead software engineer to determine performance of the ECG algorithm. The data showed that the patient¿s paced beats were interspersed with the alleged vtach run. The monitor treats paced beats as normal, not as ventricular beats used to determine a vtach alarm threshold. Consequently, these normal paced beats would restart the vtach beat counter. In this case it took 17 seconds before the counter reached the alarm threshold to qualify as a vtach alarm. The second concern of the customer was that the monitor did not alarm for five pvc beats in row. The monitor learns the most frequent non-paced beat shape as the patient¿s dominant (normal) beat class. In this unusual case the patient was 100% paced with the most frequently occurring pvc beat being learned as the non-paced dominant beat. When the patient later had runs of that pvc shape, the monitor counted those beats as dominant (normal) and did not produce an alarm when five beats occurred in a row. In each of these cases, the monitor performed to specifications. This report is considered final and the issue is closed. Placeholder.

Event description:
Spacelabs received a report of failure to alarm for ventricular tachycardia on the elance.

Manufacturer narrative:
Spacelabs is evaluating the reported event and will file a follow-up report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient with an implanted pacemaker and internal cardiac defibrillator who was monitored with patient monitor elance model 93300-07 experienced a 17 second delay to a ventricular tachycardia (vtach) alarm on (B)(6) 2013. Additionally, some couplets and pacer non-capture alarms were displayed on the monitor, while more than five premature ventricular contractions (pvc) beats in a row did not trigger an alarm. No one was injured as result of this event.